Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient has stopped using the affected device because of his symptoms when using the device. Device has strange odor, burning/smoke/electrical odor, headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on mar 27, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient has stopped using the affected device because of his symptoms when using the device. Device has strange odor, burning/smoke/electrical odor, headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed that there was no evidence of sound abatement foam degradation or breakdown in the base unit. Operational testing showed that the unit provided airflow. No unusual noise or odor was observed coming from the device during operational testing. Additionally, the manufacturer performed thermal testing on the base unit with a known-good humidifier attached. The device was run continuously for 2.5 hours, and the temperature was recorded every 15 minutes at four locations (device top surface, humidifier bottom, power supply surface, patient port). All recorded temperatures were well within acceptable limits. The test was performed with a known-good humidifier, power supply, and active lung simulation the secondary findings observed by the manufacturer include dust-like and fibrous contamination found on, in, and around the iso (international organization for standardization) port. Potential mineral deposits or dried liquid spots were also observed at the bottom of the blower motor and in the bottom of the blower box, indicating potential water ingress. Dust-like and hair-like fibrous contamination was found on the blower outlet seal. A slight black contamination was observed at the blower seal of the blower box, which is consistent with the keratin contamination observed earlier. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to confirm the patient's complaint of a burning odor coming from the device and is unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.